Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned complaint device found that the distal end was slightly elongated. The guide wire presents several sections where the coating is scraped and missing: 23cm from the distal end with approximately 1cm of missing coating, 1cm from the proximal end with approximately 2cm of missing coating, 3 sections of scraped coating located between 58 and 70cm from the proximal end with approximately 1cm of missing coating in each section. The overall length of the guide wire was 180cm. The outer diameter of the wire was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an unspecified procedure, the spring tip of this amplatz ss guide wire became unraveled. No patient complications were reported. However, returned device analysis revealed that the guide wire coating was peeled.